Manufacturer narrative:
The lot numbers were not provided therefore a review of the device history records, complaint history, sterility records and/or retained samples could not be reviewed. The actual samples were returned for review. No magnified photos of the surgical site/localized infection were provided for review. If the lot number, samples or photos become available at a later time, they will be reviewed, tested and the details will be included as part of the investigation file. A follow-up report will be submitted at that time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. It cannot be confirmed, nor is there any evidence to suggest, that the infections were caused by the devices.

Event description:
Corza medical / surgical specialties corza medical / surgical specialties was informed on 10/04/2024 that two patients experienced postoperative incision infections. This information was obtained from a clinical study and reported through clinical literature.